Manufacturer narrative:
Photo provided by the customer of the drip chamber shows a large hair line crack from the vent to the spike of the drip chamber body. The root cause of this failure was not identified

Event description:
It was reported a leak at the spike occurred prior to a patient's chemotherapy infusion. The nurse noticed the etoposide leaking from the spike area. The drug was undiluted etoposide, 20 mg/ml, and was prepared at 10 am in pharmacy, and the dose due around 3 pm. No patient or user harm was reported.

Manufacturer narrative:
No product will be returned. The photo provided by the customer shows a large hair line crack from the vent to the spike of the drip chamber body. The root cause of this failure was not identified.

Event description:
It was reported a leak at the spike occurred prior to a patient's chemotherapy infusion. The nurse noticed the etoposide leaking from the spike area. The drug was undiluted etoposide, 20 mg/ml, and was prepared at 10 am in pharmacy, and the dose due around 3 pm. No patient or user harm was reported.